Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient came into the local (B)(6) hospital with an alert for high ventricular lead impedance. Patient had recently undergone gamma knife radiation procedure to right chest and the physician felt that the impedance may be due to the recent treatment. Physician intends to closely monitor the lead and patient. The lead remained in place.